Event description:
It was reported the device shuts off 3 seconds after being powered on. Follow-up information received indicates there were no patient complications or injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board).